Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were false pause episodes noted on the device due to undersensing. Reprogramming was recommended by technical support to resolve the event, but no intervention has taken place at this time. The patient was stable with no consequences.